Event description:
During the procedure, the physician used a wilson-cook acusnare polypectomy device. When the handle was manipulated, the snare would not open. The snare drive wire became loose from the handle near the handle assembly. No injury to the pt was reported.